Event description:
Revision surgery - due to the baseplate center screw breaking. After primary surgery, the patient came to the hospital complaining of pain after a broken sound in her shoulder. After checking x-ray, it was found that the baseplate center screw was broken. Revision surgery was done after removing existing implants.

Manufacturer narrative:
The reason for this revision surgery was due to the baseplate center screw breaking. The previous surgery and the surgery detailed in this investigation occurred 6.5 months apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. Initial or prolonged hospitalization was required. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. A device history record (DHR) review was conducted for the following raw material and main component: 50832104, lot 865c1465, baseplate, glenoid 30millimeter ha (hydroxyapatite) coat rsp (reverse shoulder prosthesis), quantity. 59, received 31-jul-2017 508-32-104, lot 866c2379, baseplate, glenoid ha (hydroxyapatite)-coat, rsp (reverse shoulder prosthesis), quantity. 40, released 11-may-2017, exp. 16-nov-2023 the DHR (device history record) showed that the reported main component, when released for use, met design and manufacturing requirements. There were no ncmrs (non-conforming material reports) associated with the product that may have contributed to the reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. This is the first complaint for the incident lot number. The pcr (product complaint report) history shows previous complaints against the rsp (reverse shoulder prosthesis) baseplate for breakage in vivo. However, the complaint rate remains low and the reported incident does not indicate an adverse trend. Complaint rates will continue to be monitored through the standard complaint investigation process. X-ray and photo are provided within the attached product complaint. The x-ray and photo show the center screw of the baseplate broken, confirming the complaint. All pieces were removed as shown by the photo. The root cause of this complaint was a revision surgery due to the baseplate center screw broken. There were no findings during this investigation that indicate that the reported device was defective. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.